Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that one day post-implant, high capture threshold was observed. Lead dislodgement was noted under fluoroscopy. The lead was explanted and replaced without adverse effects to the patient.